Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error and a35 during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error and a35 alarms. The insulin pump was received with minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported that there was a motor error alarm. The blood glucose reading was 197 mg/dl. The unit was not exposed to a strong magnetic field. The patient was assisted with clearing the alarm. The customer was unable to rewind the device. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.